Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy (wall apposition). There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information as received: the reported 014 asahi prowater 180 cm was advanced without any difficulty. It is physician opinion that the non-abbott 5fr diagnostic catheter may have initiated the perforation and the subsequent non-abbott guide wire was also difficult to advance. However, it cannot be stated with certainty that the asahi prowater guide wire to follow did not contribute to the perforation since the perforation was noted after advancement of the asahi prowater. The minimal extravasation noted after deployment of the 2.8x19mm rx graftmaster covered stent was caused by malapposition of the stent to the vessel wall. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The unknown prowater guidewire device is being filed under a separate manufacturing report number.

Event description:
It was reported that during the procedure to treat a severely stenosed mid left anterior descending coronary artery, a non-abbott 5fr diagnostic catheter was advanced via right radial artery access over an unspecified wire. Reportedly, the angiography wire was difficult to advance through the radial artery, so it was exchanged for an unspecified 0.014 prowater guide wire, which was advanced. Imaging then revealed a possible small perforation in the proximal right radial artery. With the non-abbott 5fr diagnostic catheter in place, an attempt was made to advance a 6fr 3.5 non-abbott guiding catheter (gc) through the vessel, but was difficult to advance and the patient experienced pain in this area and was given nitroglycerin for vasodilation. Angiography then showed significant perforation with extravasation in the radial artery. The patient was given protamine to reverse heparin (anticoagulation) effect. The 5fr sheath was replaced with an unspecified long 25cm 6fr sheath, which was tamponading the perforation. The 6fr sheath was pressurized and left in place for 20 to 30 minutes, but bleeding continued when pressure was decreased. A 2.8x19mm rx graftmaster covered stent was advanced and deployed at 15 atmospheres, but there was still minimal extravasation. Stent post-dilatation was performed with an unspecified non-compliant balloon, completely resolving the extravasation. The patient was discharged the following day with no adverse patient sequelae. No additional information was provided.